Event description:
The customer reported that the ac charger for the mrx is defective. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that the ac charger for the mrx is defective. There was no reported patient involvement. The customer evaluated the device and replaced the ac power module to resolve the issue. The device passed all performance assurance tests and was placed back into use.